Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his chest and back where the mesh from the garment goes. Rash is red and bumpy but not open. The patient's physician recommended "(B)(6) lotion". During a follow-up, it was reported that the patient's irritation improved after using the "(B)(6) lotion."